Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A revision procedure was performed where a fracture was visualized on fluoroscopy. The rv lead was also tested with a pacing system analyzer (psa) and yield the same high out of range pacing impedance measurements, thus the rv lead was explanted. No additional adverse patient effects were reported.